Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to oversensing and noise. Subsequently, a new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis. Additional information received indicated that this lead also exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms before this lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to oversensing and noise. Subsequently, a new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.